Event description:
Consumer gave the toothbrush to his daughter to use - the purple one lost all bristles in three holes - the orange one lost bristles in one hole. No contact information provided, unable to retrieve the product.